Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 330cc saline prosthesis, serial number: 5987148-010, lot: 5987148. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 7/19/2018, mentor received additional information: lateral displacement and loss of upper pole fullness in the left breast (suspected deflation) was observed on (B)(6) 2018. The patient left side capsulorrhaphy underwent bilateral removal and replacement on (B)(6) 2018 with mentor smooth round high profile 330cc saline prostheses. Both devices appeared intact upon removal. Is required intervention: check, explantation date: (B)(6) 2018, (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Lateral displacement and loss of upper pole fullness in the left breast (suspected deflation) was observed on (B)(6) 2018. The patient then underwent bilateral removal and replacement on (B)(6) 2018 with mentor smooth round high profile 330cc saline prostheses. The patient had left side capsulorrhaphy in order to repair capsule. Both devices appeared intact upon removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the yellow material observed. The device history record (DHR) of lot number 5983463 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).